Manufacturer narrative:
Analysis of the (B)(4) (s/n) found no significant anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received as representative reported that device was returned last week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was heat coming from the device and warm to the touch. The rep reported that impedance tests and adjustments were made for diagnostics and troubleshooting. The rep reported that the device was removed and replaced. It was noted that the issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.